Manufacturer narrative:
(B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; two in the r-pav and one in the rca. An angiographic complication of dissection occurred during implant of two stents in the r-pav at the index procedure.